Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was completely broken. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break. An x-ray was obtained and revealed that the helix was missing. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for this left bundle branch lead the helix mechanism broke off in the septum. The physician tried to retract the helix while trying to extract the lead, but the helix would not retract. The physician exceeded the amount of recommended lead helix retracting mechanism turns. When the physician took the lead out of the patient, the helix was missing. Through fluorometry it was confirmed that the helix was still in the septum. The physician did not make an attempt to retrieve the helix therefore remains in the patient at this time. The system will not be magnetic resonance imaging conditional from now on. The extracted section has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during the implant procedure for this left bundle branch lead the helix mechanism broke off in the septum. The physician tried to retract the helix while trying to extract the lead, but the helix would not retract. The physician exceeded the amount of recommended lead helix retracting mechanism turns. When the physician took the lead out of the patient, the helix was missing. Through fluorometry it was confirmed that the helix was still in the septum. The physician did not make an attempt to retrieve the helix therefore remains in the patient at this time. The system will not be magnetic resonance imaging conditional from now on. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.